Event description:
Five days after my son used alcon dailies total one contacts purchased on-line from (B)(6), he required treatment for a small central corneal ulcer to his right eye. He was treated at (B)(6) followed by four additional visits to his eye doctor. The contacts were sent back to alcon along with his medical records almost two months ago. To date, alcon is still telling me they have no results from the testing of the contacts. His alcon case number is (B)(4).